Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device due to the bruise. Follow up indicated that the bruise improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.